Manufacturer narrative:
Investigation of the returned tack discovered labeling inconsistencies related to the part/lot numbers and quantity of the packaged device. Subsequently, a health hazard evaluation was initiated to investigate the root cause and number of devices affected. A supplier corrective action was also initiated. The results of the hhe investigation found that the mislabeled tack was given the part number of a similar tack for another cervical system. The results of the supplier corrective action are still pending. No adverse effect was reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported, a cervical system's tack was packaged and labeled incorrectly.